Event description:
Edwards received a phone call from daughter of a patient that had an edwards mitral annuloplasty ring implanted about 10 months ago. The caller stated the ring was implanted to repair her mother's valve on (B)(6) 2011, and states the surgery has failed. Caller is asking if it is possible that this was a defective ring, a surgeon error, or any other explanations there are for failure. Also stated they will be visiting the surgeon again soon. Cardiologist said she had a leaky valve. Multiple attempts to obtain medical records form this patient are ongoing, no additional information has been provided at this time.

Manufacturer narrative:
A phone call was made by an edwards clinician to the patient's daughter, who confirmed the cardiologist stated mitral regurgitation is now moderate and the valve is leaky. The patient's daughter was informed that we would generate a case and conduct an investigation into the manufacturing and the performance of the ring. In response to her question, patient was advised that there were no recalls for this product. Multiple follow up attempts to obtain additional information (medical records, echo results...etc) have been performed with the surgeon's office and hospital medical records. As of this writing, the device remains implanted, and there has been no information to suggest a device malfunction or quality deficiency related to this event. Updates will be provided once available.